Manufacturer narrative:
This regulatory report is being submitted as part of a retrospective review as part of remediation plan 411. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from multiple sources (manufacturer representative, friend/family member) regarding a patient who was recei ving baclofen (750 mcg/ml at 159.13 mcg/day) and morphine (10 mg/ml at 2.12 mg/day) via an implantable pump for intractable spasticity. It was reported that the patient had their pump replaced yesterday for normal battery depletion and the family noted an alarm so und from the new pump one time. The pump logs were checked but no alarm was present. The family/patient did not keep the old pump. Discussed other environmental sounds. Additional information received reported the cause for the pump alarm with no record in the logs was not determined what the patient heard. The actions interventions taken to resolve the issue was they read the pump logs to see if an event/alarm logged and none noted. The patient¿s family members would monitor patient and listen for alarms. Per the reporter, no additional information at this time.